Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented after receiving an appropriate shock. A da error was observed during device interrogation. Boston scientific technical services (ts) discussed this indicated a memory corruption occurred that is self-correcting. It was noted the patient underwent radiation a couple weeks prior. No adverse patient effects were reported.